Event description:
End user allegedly has "very high blood glucose levels." User tried to "set high setting to 600 as it suggests in the manual but the meter will only go up to 400." Customer service sent out replacement.